Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had no plunger resistance when sampling saline solution during use, and the piston was observed to be unsealed and leaking. The following information was provided by the initial reporter, translated from french to english: "when using the device for sampling saline solution, the hcw noticed there was no resistance. She observed that the piston was not sealed, there was a leak. Clinical consequences: none. Actions taken: use of another syringe from the same batch."

Event description:
It was reported that the bd discardit¿ ii syringe had no plunger resistance when sampling saline solution during use, and the piston was observed to be unsealed and leaking. The following information was provided by the initial reporter, translated from french to english: "when using the device for sampling saline solution, the hcw noticed there was no resistance. She observed that the piston was not sealed, there was a leak. Clinical consequences: none actions taken: use of another syringe from the same batch."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1904118 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.